Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a pas station not on network. The field service engineer changed port on the wall and tested good to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. A supplemental will be created if additional information is received from the customer.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it had a disconnect mode not resolving. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the station was not connected to the network. A field service engineer resolved the issue by changing the port on the wall and verified synchronizing status. The customer was able to access the station without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it had a disconnect mode not resolving. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.